Manufacturer narrative:
The symptoms of the post-transfusion reaction were described; dyspnea, larygenal edema, and airway blockage, coincide with may of those known to be associated with anaphylactoid or immediate generalized reaction. Immediate generalized reactions have been associated with pt sensitivity to the plasma constituents which accompany the platelets during infusion, in such platelet preparations as contain plasma. It has been reported by buck, et. Al1. That washing of platelets would prevent some allergic, but not febrile, reactions. A review of the lot mfg history or field history was not possible as the device was neither retained nor it's lot number recorded. It is concluded that the multiple episodes reported were most likely to medications employed and/or the nature of the blood products being transfused to this pt, or to unidentified predisposing factors in the pts in conjunction with any of the preceding.

Event description:
Pt experienced dyspnea, respiratory tract blockage and laryngeal edema 20 minutes after the completion of a pc transfusion through the device. The pt was treated with oxygen and recovered.